Event description:
The customer reported via phone call on (B)(6) 2015 that the bolus wizard is not delivering enough insulin. The customer will contact a health care professional to adjust the bolus wizard settings. The customer's blood glucose reading was 409 mg/dl. The customer called back on (B)(6) 2015 to report that they would like to return the insulin pump. The customer also stated that they had a blood glucose reading of 90 mg/dl and that they were starting to lose feeling in their legs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.